Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024 , the physician reported that the cavity initial assessment passed on the first attempt and the ablation was completed at 1 minute and 20 seconds. On post ablation hysteroscopy the cavity was not clearly seen and a lot of debris could be seen on the screes. Physician performed a laparoscopy and discovered a perforation at the fundus. No burn or charring was seen at this site on camera. The surrounding bowel was examined and no injuries were observed at this time. They decided to insert a foley catheter and kept the patient in observation for 1 or 2 nights. No additional information received.